Manufacturer narrative:
Approximate age of device - 0 years, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient completely submerged all components after jumping in pool to help child on (B)(6) 2019. The patient immediately changed the system controller, batteries, and battery clips. There is a noted intermittent pump stoppage on (B)(6) 2019 from 14:23:29 ¿ 14:25:48 with intermittent low flow alarms. Log file analysis confirmed pump stops on (B)(6) 2019 between 14:23:29 to 14:25:46. All time stamps prior to 14:25:46 show the driveline was disconnected causing the pump to not operate. The driveline was connected at 14:25:47 and the pump began operating at the set speed by 14:25:52. Between 14:25:47 and 14:25:52 there are brief low flow and low speed alarms. The periodic log shows the pump operating as expected. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed that the correct sequence of events to exchange the controller were not followed per abbott procedure, resulting in a delayed return to the pump¿s set speed. The beginning of the system controller event log file contained relevant data from 12jul2019 at 14:23:29 through 15jul2019 at 14:21:35. On 12jul2019 at 14:23:29, the driveline was connected to the controller and the controller powered on. During this time, the patient was not supported by an external power source, resulting in no external power, lvad off, low flow alarms. Controller fault flags for low speed hazard, communication fault, low pump current, and pump stop were also active. At 14:23:36 on 12jul2019, the driveline was disconnected, resulting in a driveline disconnect alarm at 14:23:38. During this time, controller fault flags for low speed, communication fault, power broken, low pump current, pump stop, and low flow were also active. At 14:25:37 on 12jul2019, the driveline was reconnected; however, the no external power and lvad off alarms remained active as the patient had not connected to an external power source and the lvad speed remained at 0 rpm. At 14:25:43, the patient connected their white power cable to external battery power. At 14:25:44, the patient then connected their black power cable and was fully supported by external battery power. Shortly after, at 14:25:44, the patient disconnected their black power cable and reconnected it at 14:25:47. At 14:25:47, the patient was fully supported by external battery power and the pump powered on. Alarms and controller fault flags for low speed and low flow remained intermittently active until 14:25:52 on 12jul2019 when the vad reached its set speed of 5600 rpm and the calculated flow exceeded the 2.5 lpm threshold for low flow. The remainder of the file was unremarkable. The pump appeared to function as intended. Multiple requests for additional information were sent to the customer; however, no additional information was received. The patient remains ongoing on vad support. The how your heart pump works section of the heartmate 3 patient handbook contains a section on replacing the running system controller with a backup controller. This explains that the patient should first move the white connector¿s power source from the running controller to the backup system controller, then disconnect the driveline from the current system controller and connect the driveline to the backup system controller. Finally, the black power connection should be disconnected from the previously running system controller and connected to the replacement system controller. The alarms and troubleshooting section contains information regarding system controller alarms and the proper actions associated with them, including no external power, driveline disconnect, and low flow alarms. The handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.